Manufacturer narrative:
(B)(4). G2-foreign-australia. D10. Item#:010000858; lot#:7405532; item name: g7 neutral e1 liner 36mm f; investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent revision surgery due to dislocation. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Device is used for treatment. Radiographs were provided and reviewed by a radiologist. The review confirmed a dislocation. The acetabular cup position appears abnormally anteverted and the acetabular angle (lateral inclination) measures approximately fifty-seven degrees, which is abnormally elevated. These findings would contribute to the subsequent dislocation. A definitive root cause could not be determined however, the acetabular shell has been implanted at approximately fifty-seven degrees, which is abnormally elevated and may be a contributing factor. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.